Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the rv coil limb was not connected to the device header. The rv coil limb was connected and tightened down. Normal hv lead impedance values were now observed. The patient was asymptomatic and recovering without incident.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient had hv lead impedance post implant of the new device. Programming changes were made.